Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
During the procedure, it was reported that the marksman marker band detached from the end of the catheter and remains in the ophthalmic branch. The marker band was left there since it did not affect the flow of the branch.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The catheter was returned for investigation without the tubing material that separated from the distal tip and the marker band as they remained inside the patient. The evaluation could not determine the cause of the event; however, plastic deformation (stretching and necking) of the tubing material indicates that excessive tensile strength of the tubing material was possibly applied during manipulation of the device.catheter separation. (B)(4).